Event description:
It was reported that stent damage occurred. A 3.50 x 32mm synergy xd drug-eluting stent was selected for use. However, during the removal of the device from the hoop, the stent strut got lifted. The procedure was completed with another of same device. No patient complications were reported.